Event description:
It was reported that the patient was hospitalized on (B)(6) 2009 due to an affective disorder with restlessness, insomnia, and depressed mood. The patient's stimulation was reprogrammed and their parkinson's disease medication was adjusted. The patient's symptoms "faded" by (B)(6) 2009.

Manufacturer narrative:
Product ID neu_unknown_ext, serial # (B)(4), product type extension; product ID 748951, serial # (B)(4), product type extension; product ID 3389-28, lot # b0815707k, product type lead; product ID 3389-28, lot # b0815708k, product type lead.